Event description:
It was reported that an ilet user experienced elevated blood glucose recorded at 322 mg/dl and intentionally entered false meal announcements in an attempt to lower glucose and requested clinician follow-up and a potential formula revision. Investigation included troubleshooting and education regarding proper meal announcement use and avoiding use of meals as correction. Investigation of this case revealed user technique error related to false meal entries while using the ilet system. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error.